Event description:
It was reported that the customer miscalculated the amount of carbohydrates consumed, and delivered too large of a bolus resulting in a low blood glucose (bg) level of 50 mg/dl. The customer consumed food to address bg level. Additionally, the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Subsequently, a malfunction alarm occurred. Reportedly the customer reverted to manual injections for insulin therapy.